Event description:
It was reported that a one-link catheter extension set had a leak between the one-link connector and the extension tubing. The valve became loose after tightening. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.